Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure to treat stricture performed on (B)(6) 2026. During the procedure, the balloon would not inflate due to holes present in the balloon. The procedure was completed with an alternative device. The exact anatomy location when the balloon hole was encountered is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.